Event description:
Dr reported that two implants failed due to infection.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. One of the two implants reported as pn 1867 was found to be pn 0803. Co was able to review the lot history of pn 1867 and it was found to be acceptable per release criteria. Co was unable to review the lot history of pn 0803.